Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Not holding a charge. Buckling up when standing. Chirping when plugged in. Patient fell several times on the device, once where he badly injured his hip and needed hospitalization. Date of that fall is unknown but it was prior to (B)(6) 2018. The knee was sent in for service by amputee clinic but they did not report any fall to ottobock when the device was sent in. Patient was fit with a loaner by that practitioner and he reports that he did not have any issues with the loaner device. Ottobock completed the evaluation on (B)(6) 2019 but were unable to find any mechanical issues with the knee. While his knee was in for service the patient made the decision to stop going to amputee clinic and started going to hanger clinic. Device was sent back to (B)(4). Patient reports that the (B)(4) facility told him he had to give back the loaner even though he did not feel safe on his knee. He said that they refit him with his knee and he has already fallen once since then, he said he has had the knee back for a few days now. He didnt report any injuries with the recent fall. The practitioner stated that the falling was due to an alignment issue, not anything wrong with the c-leg. The practitioner has talked to the pt and worked with him on his walking.

Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.